Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A pt was noted as experiencing an increase of pain and spasticity. The pt's pump was explanted and replaced. The explanted pump was found full of drug. No battery alarm was reported. It was assumed that the device's battery was depleted. The pt's outcome was not reported, however, it was noted that there was no pt injury. Lioresal/morphine was indicated as being administered via the pump. The concentration or dose rate of the medication was not indicated. Additional info has been requested, but was not available as of the date of this report.